Event description:
As reported by (B)(6), during a carotid stenting procedure, a patient experienced seizure-like symptoms and possible hypoperfusion that were treated. In addition, following the procedure, the patient experienced neurological deficits that were diagnosed as ischemic stroke. The patient later experienced a hypotensive episode resulting in intubation, and then subsequently died due to stroke and carotid stenosis four days later. At baseline the nih stroke scale was 1 and the rankin score was 2. Before the procedure, the patient was exhibiting decreased sensation and motor functions of the left upper extremity due to prior right hemispheric stroke from stenosis of the right carotid artery. The patient had an eccentric lesion at the bifurcation of the right common carotid artery. The diameter of the lesion was 6.9mm, the length was unknown, and lesion had a stenosis of 90%. A 6mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation was performed. The patient had an 8x40mm precise pro rx stent deployed to the target lesion. During post-dilatation, the patient had involuntary movements of the upper and lower limbs suspected to be a seizure. The patient was also noticed to have had possible hypoperfusion of right anterior circulation. The angioguard rx was successfully retrieved. The basket was found to be filled with debris and subsequently cleaned up after some minutes. The patient¿s seizure-like symptoms eased after the angioguard removal. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. Post-procedure, nih score and rankin scores were not documented. During recovery, the patient was found to have left visual face cuts, blurry vision of the left eye, and left-sided weakness. Later that day, he had hypotension, and altered level of consciousness. The patient then vomited and aspirated, requiring intubation with a ventilator.

Manufacturer narrative:
Adjudication minutes were received and noted that post-procedure, as the patient was transferred to the ICU, he started complaining of weakness in the left arm and blurry vision in the left eye. He denied diplopia or vertigo. The site reported that the nih stroke scale scores were not evaluated at the time of the event or any time thereafter. A brain CT scan on the same day revealed no new acute intracranial abnormality, noting an old moderate-to-large right parietal infarct and a "very small" left frontal posterior infarct. Carotid duplex ultrasound on at 16:10 showed that the right carotid stent was in place and patent. Neurological examination at that time found the patient alert and oriented in time, place and person with good recent memory and remote memory intact. There were some difficulties in naming. The patient claimed he did not see some objects and overall the testing of naming was impaired by visual deficits. Examination of the eye revealed left visual cut. There was no papilledema on funduscopy. Motor strength was right lower limb was 4+, right upper limb was 5, left upper limb was 4- with 3 at proximal limb at shoulder joint, left lower limb strength was 4-. Tone in the left upper limb was increased with some spasticity. Assessment: sudden onset of neurological deficits with left-sided weakness and left visual face cuts. At that time there was uncertainty whether this was old or new deficits: the possibilities included effect of hyperperfusion around the region of infarct with possibility of a new stroke as a second differential with a plan to obtain a brain MRI to rule out stroke. Later in the evening the patient developed hypotension and altered level of consciousness. Further, he vomited and aspirated. The patient was intubated and was placed on mechanical ventilation. At the time of critical care consultation that evening he was sedated and on the ventilator. A brain MRI on the following day revealed a large right internal carotid artery territory infarct with infarction of essentially the entire right cerebral hemisphere, according to the radiology report. No hematoma was noted. Repeat duplex extracranial ultrasound on 2 days after the index reported the following findings on the right: moderate disease in the right bulb, proximal internal carotid produced velocities consistent with a 50 to 79% stenosis, external carotid velocities were normal, and vertebral flow was antegrade. Progress note reported the following impression: acute right mca and aca stroke, acute right carotid occlusion, with a note that the patient was at risk for brain edema, herniation, and hemorrhagic conversion (max risk at day 3-5). In the evening(days after the index), the patient's neurological condition worsened. He was still intubated and had been four hours off sedation. Earlier that day, he was not opening his eyes but was moving his right upper and lower extremities and was following commands by giving a thumb up and an ok sign. Per earlier nursing notes, his pupils were 2 mm and sluggish. At the time of consultation at 23:16, he was unarousable to deep sternal rub, did not follow commands, his pupils were 4 mm and nonreactive. Further notes reported dilation of pupils to 6 mm with reserved doll's eyes and corneal reflexes. He was not moving his right side spontaneously, but was retrieving his upper extremity to painful stimuli. A stat brain CT scan revealed complete right internal carotid territory infarct with mass effect, midline shift, and interval development of hydrocephalus. The patient was given 100 mm of mannitol. Neurology requested neurosurgery consultation for possible hemicraniectomy for decompression. Given appearance of a brain CT scan, fixed pupils and decebrate posturing, it was decided that his prognosis was grave and decompression through an aggressive procedure such as hemicraniectomy would be of little benefit. The neurosurgery consultation results were relayed to the family. The patient continued receiving respiratory support, mannitol, and 3% saline solution. After discussion with the physician, the family implemented a do not resuscitate/do not intubate order. The patient expired 4 days after the procedure. . The death certificate reported the cause of death as stroke, carotid stenosis and atherosclerosis. No autopsy was performed. The site reported the cause of death as neurologic. This is one of two products involved with the reported adverse events and are associated manufacturer report numbers 9616099-2013-00558 and 1016427-2013-00109.

Manufacturer narrative:
Concomitant devices: angioguard rx, catalog # 61814rmc, lot # 70213514. 8 french sheath, amplatz wire, angioseal, 3x40 mm balloon (predilatation), 6x90 cm sheath. Existing medications prior to the procedure: toprol xl 50 mg xr24h- tab(metoprolol succinate) take one tablet by mouth once a day. Lisinopril 40 mg tabs (lisinopril) take one tablet by mouth once a day. Norvasc 10 mg tabs (amlodipine besylate) take one tablet by mouth once a day. Aggrenox 25-200 mg xr12h- cap (aspirin ¿ dipyridamole) take one tablet by mouth once a day. Prilosec 20 mg cpdr (omeprazole) take one tablet by mouth once a day. Allopurinol 100 mg tabs (allopurinol) take one tablet by mouth once a day. Synthroid 137 mcg tabs (levothyroxine sodium) take one tablet by mouth once a day. Insulin protocol for diabetes. Pre and post procedure medications: aspirin and plavix. Intra-procedure medication: heparin 11000 iu. Sedation medication after adverse event: fentanyl with propofol. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse events and are associated manufacturer report numbers 1016427-2013-00109 and 9616099-2013-00558.

Manufacturer narrative:
As reported by (B)(4) study, during a carotid stenting procedure, a (B)(6) male patient experienced seizure-like symptoms and possible hypoperfusion that were treated. In addition, following the procedure, the patient experienced neurological deficits that were diagnosed as ischemic stroke. The patient later experienced a hypotensive episode resulting in intubation, and then subsequently expired due to stroke and carotid stenosis four days later. The patient¿s medical history included previous left carotid endarterectomy history of tia, right hemispheric cva, left hemispheric stroke, hyperlipidemia, hyperthyroidism, ckd, coronary artery disease, CABG, history of smoking (>5packs of cigarettes), diabetes mellitus, hypertension and cholecystectomy. At baseline the nih stroke scale was 1 and the rankin score was 2. Before the procedure, the patient was exhibiting decreased sensation and motor functions of the left upper extremity due to prior right hemispheric stroke from stenosis of the right carotid artery. The patient had an eccentric lesion at the bifurcation of the right common carotid artery. The diameter of the lesion was 6.9mm, the length was unknown, and lesion had a stenosis of 90%. A 6mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation was performed. The patient had an 8x40mm precise pro rx stent deployed to the target lesion. During post-dilatation, the patient had involuntary movements of the upper and lower limbs suspected to be a seizure. The patient was also noticed to have had possible hypoperfusion of right anterior circulation. The angioguard rx was successfully retrieved. The basket was found to be filled with debris ¿and subsequently cleaned up after some minutes.¿ the patient¿s seizure-like symptoms eased after the angioguard removal. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. Post-procedure, nih score and rankin scores were not documented. During recovery, the patient was found to have ¿left visual face cuts, blurry vision of the left eye, and left-sided weakness. Later that day, he had hypotension, and altered level of consciousness. The patient then vomited and aspirated, requiring intubation with a ventilator. The patient subsequently expired four days later due to unknown causes. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Seizures, hypotension, hypoperfusion and ischemic strokes are well-known potential adverse events associated with the carotid stent implantation procedure and are listed in the IFU as such. Ischemic stroke can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products involved with the reported adverse events and are associated manufacturer report numbers 9616099-2013-00558 and 1016427-2013-00109.